Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a "no disposable" alarms.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of an upstream occlusion alarm. Functional testing included visual inspection, running the pup with returned program and nda testing. The reported alarm was not duplicated during the investigation. The upstream occlusion sensor was replaced as a preventive measure.